Event description:
Medical records received. After review of medical records for MDR reportability, patient was revised to address failed asr with acetabular fibrous union. Revision notes reported of large amount of scarring around the femoral neck, metal stained tissue in the acetabulum, 30 degrees of anter version, grossly loose acetabular component and evidence of fibrous in-growth. Clinical notes reported pain, limping and elevated metal ions. X-rays shows a small cyst on acetabular side and lytic lesion under femoral head. Laboratory results for chromium metal ions is above 7ppb.

Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Initial procedure, (B)(6) 2010 : right hip resurfacing utilizing a 58 mm depuy asr acetabular component with a size 51 depuy acetabular femoral component. It was reported by legal that patient was revised on (B)(6) 2011 due to failed right asr hip resurfacing with increased metal ion levels. The post operative diagnosis was a failed right asr with acetabular fibrous union. Prior to revision: on (B)(6) 2011 patient x-ray reviewed small cyst in zone 3 on acetabular side and a lytic lesion under femoral head (as per surgeon these were present to some degree on the post op x-rays) patient experienced pain. On (B)(6) 2011 patient- elevated post metal ions, surgeon was not 100% certain that patient pain was from hip.